Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: two samples were received for investigation. They came in opened packaging blister. A visual inspection was performed. The scale printing is missing. This is a 50ml syringe. No other defect was observed. One photo was provided. It shows a syringe with the scale marking missing. A potential root cause can be attributed to the assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine run low on ink and the barrels did not get the scale printed. Based on the sample analysis and investigation carried out the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 79823 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #s. Based on the sample analysis and investigation carried out the symptom reported by the customer is confirmed. The lot # 79823 was produced for 0.134mm units, this is the 2nd complaint; therefore, the cpm is 14.0. We will continue monitoring and trending this product and this symptom. Root cause description: a potential root cause can be attributed to the assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine run low on ink and the barrels did not get the scale printed. Based on the sample analysis and investigation carried out the symptom reported by the customer is confirmed. Rationale: CAPA not required at this time.

Event description:
It was reported that the syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced missing scale markings which was noted prior to use. The following information was provided by the initial reporter: no scale printing.